Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon fragment detached inside the patient. The 80% stenosed and progressive lesion was located in the tortuous and severely calcified left anterior descending (lad) diagonal bifurcation. The vessel diameter was 2.5 mm and the lesion length was 18 mm. Vascular access was obtained through the right femoral artery. The physician pre-dilated the lesion with another manufacturer's 2.75 mm x 20 mm balloon catheter. The balloon was inflated two times using 10-12 atms, however, the balloon ruptured and was successfully removed. Angiography showed evidence of dissection and severe lesion recoil. Another manufacturer's initial guide wire was replaced with a more supportive guide wire from another manufacturer in an attempt to provide better support. The physician then attempted to pre-dilate the lesion with the maverick otw 2.50 mm x 20 mm balloon catheter, however, the balloon, observed under angiography, "caught on a piece of calcium". The physician encountered "severe withdrawal resistance" and had an "extremely difficult time" removing the maverick. Multiple attempts were made to advance the guide wire around the maverick to facilitate its removal. An unspecified guide catheter was advanced to the proximal left anterior descending artery in an attempt to "forcefully" remove the maverick through the guide catheter, however, this attempt was not initially successful. The physician eventually removed the maverick from the patient and noted a fragment of the balloon material was missing. An urgent cardiac surgery consultation was arranged. The physician inserted a balloon pump and intubated the patient. The patient was sent to emergency by-pass surgery. The balloon pump was removed the next day, however, the patient remained intubated and the patient's condition was reported as "ok". The patient was still hospitalized.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.